Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock due to the lead being in the atrial, sensed af and diagnosed as vf. X-ray revealed lead dislodgement. The patient was diagnosed with twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates that the patient was well post-procedure.